Event description:
This report summarizes 14 malfunction events, where it was reported the devices experienced fluid leaks onto floor. There was no patient involvement.

Manufacturer narrative:
The 1 pending device was not evaluated, as the issue was identified and resolved through communication/interviews with the user facility; the issue was confirmed. Section h codes have been updated. One device that was pending was originally reported in error and had a different issue. Because of this, the number of reported events has been changed from 15 to 14.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 14 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 15 malfunction events, where it was reported the devices experienced fluid leaks onto floor. There was no patient involvement.